Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 489 mg/dl. The customer manually inserted her sensors and bent them because of this. She also received a no delivery alarm. The product was not returned. Nothing further to report.